Event description:
It was reported that the customer's pump malfunctioned, displaying a malfunction code. The customer's blood glucose level exceeded 500 mg/dl, with the value recorded as "high." To address the high blood glucose, the customer administered a correction injection using multiple daily injections and did not require third-party assistance due to incapacity. Technical support assisted the customer with resetting the pump, but the malfunction recurred, leading to the decision to replace the pump, although the customer was not interested in an out-of-warranty loaner pump.